Event description:
It was reported by user facility medwatch report that the mother of an (B)(6) pt reported that the child fell head first to the floor from the crib. According to the pt's pediatrician, the child had no loss of consciousness, had an immediate cry and was consolable. CT scan indicated a right frontoparietal fracture.

Manufacturer narrative:
The pediatrics charge nurse reports that no hospital staff members were present to witness the reported adverse event. Investigation is underway.